Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1644 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse via phone call that the PICC had to be aggressively inserted in conjunction with microez kit 0738945, and took a lot of force to finally insert. It was stated the this was due to the introducer being difficult to insert due to a lip on the end. No pt. Harm reported.